Manufacturer narrative:
The claimed issue was related to burnt fuse. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing fuse by third-party and the device was delivered to the user in working condition. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. H3 other text : 4111.

Event description:
It was reported that the compressor had a blown fuse. There was no patient harm reported. Manufacturer's ref #: 814037.